Event description:
It was reported that the infusion was supposed to have finished at 1500, however infused until 2300. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was supposed to have finished at 1500, however infused until 2300. There was patient involvement, but harm is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The event date was reported as (B)(6) 2025; the time of event was reported to be 2300 (11:00 pm). A review of the suspect pump module s/n (B)(6) event log showed no recorded usage of the device on the reported date. The event log showed usage dates on (B)(6) 2025 and (B)(6) 2025. A review of the pcu s/n (B)(6) and pump module s/n (B)(6) error logs showed that no errors were recorded on the reported date or related to the reported event. On (B)(6) 2025 at 3:30 pm the user changed the volume to be infused (vtbi) to 1000 ml and volume duration to 24 hours for the drug ID 308 (mesna) that had been previously selected by the user through the guardrails drugs library with drug amount of 2700 mg, diluent volume of 100 ml, patient weight of 133 kg, dose of 20.3008 mg/kg, concentration of 27 mg/ml and rate of 41.6667 ml/h. The infusion started with a primary volume infused (pvi) of 337.101 ml. Between 9:29 pm and 10:07 pm the pump module alarmed for occluded patient side, the user changed the pressure limit to 525 mmhg and cleared the volume infused. The infusion was restarted. On (B)(6) 2025 at 2:48 am the user programmed a delay for 45 minutes, at 2:56 am the user canceled the delay and the infusion started. At 3:44 pm the infusion completed, the user changed the vtbi to 50 ml and the infusion started. At 4:57 pm the infusion completed the user changed the vtbi to 50 ml and the infusion started. At 5:46 pm the user changed the vtbi to 30 ml and the infusion started. At 6:30 pm the infusion completed, the user changed the vtbi to 50 ml and the infusion started. At 7:44 pm the infusion completed, the user changed the vtbi to 80 ml and the infusion started. At 8:01 pm the user changed the vtbi to 50 ml and the infusion started. At 9:14 pm the infusion completed, the user changed the vtbi to 88 ml and the infusion started. At 10:57 pm the user changed the vtbi to 20 ml and the infusion started. At 11:26 pm, the infusion was completed, and the unit was removed at 11:30 pm. The total volume infused, recorded from (B)(6) 2025 at 3:30 pm to (B)(6) 2025 at 11:30 pm when the suspect pump module was removed, was 1310.253 ml. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.1) states: do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Before operating the instrument, verify that the administration set is correctly installed. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which, if any, of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.